Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016, to claim no vibration on (B)(6) 2016. There was no report any injury or medical intervention. No additional event or patient information is available. Complaint device was returned for evaluation. A visual exterior inspection was performed on the receiver and it passed. Unable to download receiver logs. Lcd reads "call tech support" error. A global receiver functional test was performed on the receiver and receiver was unable to communicate with the global communication tool. The complaint of 081 no vibration customer complaint could not be confirmed because of the occurrence of the call tech support error. The root cause could not be determined post investigation.